Event description:
It was reported that a female patient underwent a tissue procurement procedure of left thigh muscle using a spirotome biopsy needle set and subsequently experienced pain, swelling, and cellulitis which was treated with aspirin and bactrim. The tissue procurement procedure of left thigh muscle (vastus lateralis) occurred on (B)(6) 2024 with no immediate adverse effects reported. On (B)(6) 2024, the patient went to the emergency room (ER) due to extensive bruising, discomfort, and swelling. It was noted that they were deep vein thrombosis (dvt) negative. She was diagnosed with grade 3 swelling of leg and was prescribed medication for pain, swelling and infection. On (B)(6) 2024, the patient went to ER again, upon recommendation from principal investigator dr. Antosh, due to worsening symptoms including swelling of lower left leg/ankle and pain in the area. The patient had labs drawn and radiology ordered and was diagnosed with a hematoma and swelling. On (B)(6) 2024, the patient went to ER due to worsening symptoms. They had developed a rash with redness on the leg and was diagnosed with cellulitis and superficial thrombophlebitis. The patient was prescribed aspirin and bactrim and was advised not to return to work for 1 week. On (B)(6) 2024, the patient went to the ER upon recommendation from sub-investigator dr. Rutledge. The patient had worsening leg pain and swelling. The patient underwent a CT angiogram of the left leg showing a stable hematoma (4.9 x 3 cm) with no active extravasation. It was confirmed that the lower extremity arteries were patent. A CT of the leg without contrast showed the hematoma was 5.1 x 3.5 x 10.8 cm near the proximal left thigh adjacent to the rectus femoris and vastus lateralis and was not drainable. Mild swelling of the lower left calf, ankle and foot was also noted. The patient was diagnosed with grade 3 hematoma in the leg. The ER recommended that cardiovascular/vascular surgery follow up with the patient. It was documented in the study notes that the description of "proximal left thigh" is not in agreement with the instructions of the clinical trial where the site of biopsy is situated ¿mid-diaphysis." The description of the biopsy placement as, "near to the rectus femoris," confirms the biopsy placement was more proximal and involved the fascia between the vastus lateralis and rectus femoris. Ultrasound guidance is advocated but not a requirement in the trial. The unconventional site of the biopsy and the damage to the fascia between the vastus lateralis and rectus femoris, explain the pain, the bleeding (more blood vessels) and the extension of the hematoma between the fascia downwards in the leg experienced by the patient. Lastly it was noted that the patient's underlying diabetes could be a risk factor for infections and the patient had previously had a total hysterectomy.

Manufacturer narrative:
G4 PMA/510(k) #: k080095.